Manufacturer narrative:
As gore was unable to determine which 12fr gore® dryseal flex introducer sheath was involved in the alleged complaint, dsf1233/ 25015790 will also be identified on this report. (B)(4). It should be noted the gore® dryseal flex introducer sheath instructions for use (IFU) state ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿ per IFU, adverse events that may occur and / or require intervention include, but are not limited to, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic disease using a gore® dryseal flex introducer sheath (dsf) as an accessory during the procedure. During the treatment, a 12 fr dsf was inserted from left access. According to the report, some resistance was felt while advancing the sheath. After all stent grafts were implanted, an intra-operative angiograph reportedly revealed the left internal iliac artery was almost covered by a vascular intima. The physician commented that the intima of the vessel was likely detached during advancement of the sheath and covered the internal iliac artery. An additional stent graft was implanted to extend distally into the left external iliac artery. The patient tolerated the procedure. The access vessel diameter around the branch of the left internal iliac artery measured a reported 4.3 mm - 4.7 mm in diameter (within recommendations in the instructions for use). It was reported the access vessel diameter was small and calcified, and the physician performed the procedure knowing that the vessel could be damaged.